Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A definitive root cause for the could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. For phenomenon, the IFU (gt8405_12) of the subject device (B)(6) was checked. As a result, there was no abnormality. -was the reported risk/harm listed in the IFU? Warning was stated regarding phenomenon. (Refer to the relevant section of the IFU) -was it used in accordance with the IFU/label? It could not be determined from the complaint information whether it was used following the IFU. -does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No need to be revised. [Section where IFU applicable for phenomenon] ¦chapter 4 operation (warning) ·if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation. ·if the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested on a patient with driveline fault alarms. The modular cable connection may have gotten wet in the shower previously, which was reported about a month ago by the patient. The system controller did not get wet. The pump driveline had a tear near previously applied rescue tape. It was unclear whether the tear on driveline was new or old, but rescue tape was reinforced. The event log captured constant driveline power faults throughout the log. The modular cable was replaced, no further alarms were reported.